Event description:
On (B)(6) 2009, the pt was implanted with two gore excluder aaa endoprostheses. It was reported that the pt was having abdominal pain. A non contrast computed tomography revealed an area that they suspected was a possible extravasation. An angiogram revealed contrast along side the limbs in the common iliac arteries, but there was no identified leak, rupture or sac enlargement. The same day on (B)(6) 2012, the pt's original grafts were extended distally on both sides. Pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. Please note add'l devices implanted and related to this event: (B)(4).